Manufacturer narrative:
Follow-up #1: date of submission 02/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/05/2016 with the following findings: reboot observed in black box on 12/27/15. No damage found to the battery compartment. The battery cap unavailable for investigation. Test battery cap able to attach securely to pump. Pump powers on normal with no alarms. Pump exercised for 24 hrs using test cap with no power issues occurring. Pump was opened and no damage found to power circuit. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.